Event description:
A patient experienced an overdose following an initial pump implant procedure which occurred in 1998. Since a "few months" after the initial implant, the pump had been running with saline, which was noted to have been due to the overdose that occurred. Instead of having the pump removed, they had filled it with saline and had left the pump alone since that time. It was indicated that there was no recent event associated with the pump; however, it was further noted that "likely the battery has died." The patient has had progressive spasticity over time, and had decided to give intrathecal baclofen therapy another try. A physician had decided to replace the entire system (pump and catheter) since they could not be certain if the catheter had a hole/tear of some kind. When the physician attempted to remove the pump from the patient's abdomen, a portion of the pump with the catheter access port departed from the rest of the pump. The pump was noted as being together until the removal process. The patient was without injury, and had recovered without sequela.

Manufacturer narrative:
Catheter model: 8703w, lot#: l54365, implanted: (B)(6) 1998, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.